Event description:
A healthcare professional reported, during two separate procedures, the surgeon noted the keratome was too blunt to be used safely. Another knife was used to complete each case without harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).